Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a right-sided pneumothorax, noting symptoms of shortness of breath, wheezing, and respiratory distress. It was also reported that the patient experienced atrial fibrillation post-implant. A chest tube was placed for three days and medications were started. It was noted the implant was a left-sided implant. The leads remain in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.